Event description:
Pci was being performed on a lesion in the mid rca but when a 3.0x18mm cypher was being inflated, the pressure would not go up above 5 atm and contrast media leakage was confirmed by cag. Nevertheless, the physician applied the pressure up to 20 atm immediately and the stent was implanted at the target lesion. Post-dilation was conducted and the procedure was finished successfully. There was no pt injury reported. The product was clinically used and will be returned for analysis. The de novo lesion in the mid rca was totally occluded with moderate tortuosity. The lesion was highly calcified. The retro-grade approach was chosen. The lesion was crossed with a guidewire and pre-dilation was conducted with a 1.25x16mm sprinter balloon catheter. However, indentation of the vessel could not be taken. Therefore, laser angioplasty was conducted and additional pre-dilation with the balloon catheter was conducted. Then the physician tried to deliver cypher to the target lesion, but the cypher would not cross the lesion. Therefore, pre-dilation was conducted with a 2.5x15mm hiryu balloon catheter again and the cypher was delivered to the target lesion.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it belongs to the same class of devices as the cypher sirolimus drug eluting stents that are distributed in the united states. This device is available for testing and evaluation but has not yet been received for analysis. Additional info received will be submitted within 30 days upon receipt.